Manufacturer narrative:
H.6. Investigation: two (2) photos were received from the customer for investigation. One (1) photo shows a syringe barrel with part of the ¿20¿ ml gradient missing. The second (2nd) photo shows a different syringe which has part of the ¿10¿ ml gradient smeared and also has part of the ¿0¿ on the ¿20¿ ml gradient missing. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Probable root cause, a worn pad and low pressure or swelling of the printer pad could cause smeared or missing print. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. Based on the photos provided by the customer neither of the samples was missing > 50% of print for a printed item. Therefore, the syringes would be accepted and the condition reported by the customer was not able to be confirmed. H3 other text : see h.10.

Event description:
It was reported that bd luer-lok¿ syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no: 301033; batch no: 9029949. It was reported that the graduation marks on the syringe are missing or the printing is poor.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no: 301033, batch no: 9029949. It was reported that the graduation marks on the syringe are missing or the printing is poor.